Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer she received a replacement insulin pump and her blood glucose has gone high between 565mg/dl-582mg/dl. The customer's current blood glucose was 377mg/dl. Customer stated that she changed everything out and used a new insulin bottle and wants to make sure it's not the insulin pump. Customer's blood glucose during the time of incident was 361mg/dl. Customer has syringes as a backup plan. The customer called back to perform high pressure test. The insulin pump passed high pressure test. Advised customer to change entire set and contact doctor regarding unexplainable high blood glucose.